Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was hospitalized with dehydration on (B)(6) 2018, as well as elevated potassium levels. Patient was given IV fluids and heart failure medication. Patient was discharged home on (B)(6) 2018.